Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is ongoing. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the dermatome did not function as intended in a pig skin lab. The skin was shredding and the blade was rubbing creating blade damage.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. UDI: (B)(4). Conclusion summary: on june 28, 2018, it was reported that the dermatome was not functioning as intended in a pig skin lab. It shredded the skin and the blade was rubbing and creating blade damage. The customer returned a dermatome an device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) and previous repair report will not be performed as the product meets the applicable acceptance criteria. Product review of the dermatome an on july 10, 2018 revealed that the calibration was within specifications. The motor speed was within specifications and the control bar was in the correct position. The master width plate fitment was correct and the width plate fit correctly and tightened down with no movement. There was no visual damage to the width plates, hose, or device. Repair of the dermatome an was not performed by zimmer biomet surgical. The reported event was non-verifiable since during the product review no issues could be found with the device. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review no issues could be found with the device. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.